Event description:
It was reported by the patient that "my alarm is already going off, they told me my device needs to be replaced. I haven't even had it for 4 years." The device is still in use. No patient complications were reported as a result of this event. It was later reported the device was replaced due to eri (elective replacement indicator).

Event description:
It was reported by the patient that "my alarm is already going off, they told me my device needs to be replaced. I haven't even had it for 4 years." The device is still in use. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Corrected data: patient death to not applicable, patient outcome, adverse event flag and removed device remains activated device code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summaary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.